Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot numbers were not provided. The additional hospitalization and heart failure reported in the article are captured under separate medwatch reports. Article titled: "ambulatory pulmonary artery pressures after transcatheter edge-to-edge repair of the mitral valve in patients with heart failure and mitral regurgitation."

Event description:
This is filed to report patient death. The objective of this study was to assess ambulatory hemodynamics after transcatheter edge-to-edge repair (teer) of the mitral valve. Complications identified in the study included: death, heart failure, hospitalization. In conclusion, teer of the mitral valve is associated with a clinically relevant and sustained reduction in pulmonary artery pressure.

Manufacturer narrative:
A2: average age. A3: majority gender. B2, b3, d6a: estimated. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported death / expired could not be determined. The reported patient effect of death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The initial MDR was filed with the incorrect reportability alert date. The initial was filed with 09/26/2022, however, the article was read by the abbott employee on 10/04/2022. The g3 date for the initial 2135147-2022-01698-00 should have been 10/04/2022, and not 09/26/2022.